Event description:
It was reported that non-sustained lead noise episodes were observed during routine follow-up. Occasionally undersensing on the discriminator channel was observed. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.